Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that there were odd signals on the left ventricular (lv) lead channels that were not being sensed, but following a biventricular trigger pace, there was a flat line for tree complexes and then another noisy signal. In addition, threshold last checked was at 2.2 volts. Boston scientific technical services (ts) recommended further troubleshooting of the lead. Additional information indicated that a lead micro fracture was suspected, and the physician has extraction or reimplantation scheduled. The lead was explanted due to severe tricuspid regurgitation (tr) caused by left ventricular (lv) slack. No additional adverse patient effects were reported.